Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The patient has alleged heated tubing is too hot and burn down the house and burns the skin. There was no report of harm or injury. No medical intervention was required by the patient. The device was returned to product investigation laboratory (pil) and evaluated. Pil was not able to confirm the complaint of the whole device feeling hot or the complaint of the humidifier not working and also not able to address the symptoms specified. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Correction to the previously reported information: the manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The patient has alleged heated tubing is too hot and burn down the house and burns the skin. There was no report of harm or injury. No medical intervention was required by the patient. The dreamstation auto CPAP was returned to the manufacturer for investigation. The device was applied power and verified airflow. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. During the investigation, the manufacturer observed dust-like contamination on the ui (user interface) panel, the top enclosure, the air inlet of the blower box, the rear panel, the bottom enclosure, and the blower outlet seal. The heated tube icon was not showing up on the ui panel display during therapy. Unknown brown particle contamination on the accessory module door and the sd (secure digital) card door. Potential rust and corrosion all throughout the pca, indicating potential liquid ingress. Unknown residue on the ui panel. The wires of the blower motor were routed through the blower box cap, most likely due to an assembly error. A piece of unknown white contamination on the blower motor. Unknown yellow residue on the bottom enclosure. Unknown residue on the dc jack power cable. The manufacturer was able to confirm the complaint of the heated tube being too hot and locked out. The investigation was not able to confirm the complaint of the device not turning on or the complaint of the device turning off during use. The manufacturer was not able to confirm the complaint of a burning smell and evidence of melting, warping or voids/gaps in the enclosure and was not able to confirm the complaint of the whole device feeling hot or the complaint of the humidifier not working. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer was unable to directly address the symptoms outlined in the complaint. In this report, box d, h has been updated/corrected.